Event description:
It was reported that at the time of insertion on a patient with arterial hypertension, bacterial pneumonia and copd, the catheter did not easily enter the skin, and when advancing extravasation of the vein occurred causing a hematoma to form. Catheter was withdrawn and appeared flowered at the tip. A new catheter was used successfully and no further adverse effects to the patient reported.